Manufacturer narrative:
H3: the rail mvs ac out cable was returned to the manufacturer for analysis. Din rail mvs ac out passed bench test. Continuity test passed. Ac outlet delivered 120vac when it was connected to the mains. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all tests. Hardware parts were replaced. It was noted that the representative (rep) inspected the ac power circuit at the rear of the mvs and found the problem to be caused by a faulty ac dual socket outlet, specifically the bottom outlet to the mvs power controller. The din rail mvs ac out was replaced. The system was tested and confirmed to be in good working order. Codes 10, 120 and 4307 are applicable. Concomitant medical products: other relevant device(s) are: kit svc bi71000432 din rail mvs ac out.

Event description:
Medtronic received information regarding an imaging system used during a cervical spine procedure. It was reported that the power to the mobile viewing station (mvs) suddenly shut off during setup for a 3d nav acquisition. The customer checked the ac power outlet and circuit breaker on the bottom rear of the mvs. Ac power was present and the circuit breaker was not tripped. Due to the patient already being anesthetized and on the table the surgeon decided to proceed without navigation. Imaging and navigation were aborted. There was a procedure delay of less than one hour and no impact to the patient.